Event description:
Reportedly, on 21-april-2026, the device is stuck on orange light.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.